Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) during an unrelated surgical procedure. The physician opted to reposition the lead in the right atrial (ra) port of the device and a new epicardial lead was implanted. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.